Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site from sitting. In turn, surgical intervention was undertaken during which the ipg was explanted, replaced and relocated to address the issue. During the surgery, it was noted that there was no set screw in the 1-8 port.